Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported the product stopped during use. Additional information received (B)(6) 2017 confirmed the event took place during surgery and an alternate product was used requiring a 31-60 minute delay of surgery while the patient was under anesthesia.

Manufacturer narrative:
The customer returned an electric dermatome device for evaluation. Medicrea has previously repaired/evaluated the electric dermatome one time. The last repair was february 3, 2016 where the device was returned for preventative maintenance and the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel bearing, motor, ball plunger and thickness control lever were replaced. This is not a related issue. The electric dermatome was manufactured on march 13, 2013, and is over 3 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by medicrea on september 9, 2016 revealed that there was low input speed, the bare motor speed was good and there was a bad input calibration. Repair of the electric dermatome was performed by medicrea on september 9, 2016 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing and vespel bearing. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the product does not function properly. There were several irregular graft harvests and an extension to the surgical procedure. Several additional unplanned graft harvests were required from the patient¿ was non-verifiable as there was no testing that could be performed to attempt to replicate producing irregular graft harvests. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The IFU states to ¿depress the throttle to start the cut. Guide the unit forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site.¿ the electric dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The customer returned an electric dermatome device for evaluation. (B)(4) has previously repaired/evaluated this electric dermatome two times as documented. The last repair was march 15, 2016 where the device was returned for repair and the ball bearing, spring seal, needle bearing, semi-circle bearing and vespel bearing were replaced. This is not a related issue. The electric dermatome was manufactured on september 7, 2007, and is over 9 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by (B)(4) on january 10, 2017 revealed that the switch and cable were worn and the strain relief was cut and worn. The service technician proposed that the dc motor, cable, strain relief, switch, etched lever and worn parts get replaced. It is not clear based on the (B)(4) service order whether the customer intends to repair the device. The reported event was confirmed since during the initial inspection the service technician noted that the switch and cable were worn and that the strain relief was cut and worn. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The user could have mishandled the device causing the internal wiring or switch assembly to become damaged and thus the device would not function. The IFU states to ¿handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use.¿ the electric dermatome was repaired, tested and returned to the customer.